Event description:
It was reported that the patient implanted with this right ventricular (rv) lead was hospitalized having been found unconscious. At that time the shock impedances were greater than 125 ohms. The health care professional (hcp) inquired why additional high shock impedance alerts have not been triggered and technical services (ts) educated that until the original alert is cleared with a programmer no additional alerts will be delivered. Ts advised the out-of-range alert limit for this lead could be increased to 150 ohms. Ts also noted that there is a rise in pacing impedances parallel to the shock impedances which could be health related. No adverse patient effects were reported. The product remains implanted and in service.